Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), weight decreased ("weight loss"), alopecia ("hair loss"), arthralgia ("joint pain"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, weight decreased, alopecia, arthralgia, fatigue and nausea outcome was unknown. The reporter considered alopecia, arthralgia, fatigue, menorrhagia, nausea, pelvic pain and weight decreased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abdominal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "cervix had scar tissue making it difficult to insert coils". The patient's medical history included esophagitis from (B)(6)2015 to 2018. Concurrent conditions included attention deficit disorder since (B)(6)2017. Concomitant products included ascorbic acid since (B)(6)2016, capsicum annuum fruit;elymus repens;glycyrrhiza glabra;mahonia aquifolium;rhamnus frangula;rhamnus purshiana bark;rheum officinale;trifolium pratense;zingiber officinale rhizome (lower bowel stimulant) since (B)(6)2016, clonazepam (klonopin) since (B)(6)2013, escitalopram oxalate (lexapro) since (B)(6)2015, fexofenadine hydrochloride (allegra) since 2013 and omeprazole (protonix) since (B)(6)2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced depression ("depression,"). In (B)(6)2016, the patient was found to have weight decreased ("weight loss") and experienced alopecia ("hair loss"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), arthralgia ("joint pain"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("allergic or hypersensitivity reaction type: nickel") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy - totallaparoscopic hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, weight decreased, alopecia, fatigue, nausea, vaginal haemorrhage, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and anxiety had resolved, the genital haemorrhage and arthralgia outcome was unknown and the allergy to metals had not resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Hysterosalpingogram - on (B)(6)2015: essure micro inserts in place with bilateral fallopian tube occluded.. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history ,laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, allergic or hypersensitivity reaction type: nickel, depression, migraines, headaches, dysmenorrhea, dyspareunia, vaginal discharge, abdominal bleeding (general), anxiety, cervix had scar tissue making it difficult to insert coils added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.